Manufacturer narrative:
On september 24, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On october 2, 2024, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 650cc returned device. Leak testing was performed, according to mentor procedure, and it revealed (2) two punctures on the anterior view, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the punctures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On september 9, 2024, mentor received additional information indicating that the correct suspect medical device is a 650cc mentor memorygel breast implant (catalog: 3505650bc lot: 9878139 sn: (B)(6). This device was implanted on (B)(6) 2023. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent breast augmentation revision with two 350cc mentor memorygel breast implants. Post-operatively, the patient right breast was too high compared to the left side, so the patient underwent pocket adjustment on an unspecified date. After the breast healed, the patient had a blunt injury to their chest causing a significant hematoma on the right breast and the right breast implant became significantly lower than the left side and started bottoming out. As a result, the patient underwent another pocket adjustment, breast implant removal and replacement surgery on (B)(6) 2024. During the surgery, it was discovered that the right breast implant had multiple points of leakage. Subsequently, the implant was replaced with a 590cc mentor memorygel breast implant (catalog: 3505590bc; lot: 9778580; sn: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, implant site hematoma, device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).